Manufacturer narrative:
The reported event that the "power connector plug has frayed/exposed wires" was confirmed. During the initial investigation boot-up the unit was unable to power on due to a frayed and exposed power extension cable. The backplate of the device and extension cable were removed, and the power supply was connected directly to the device and the device was able to power on and send reading successfully. No loss or interrupted power was observed. The source of the reported event was confirmed to be a frayed and exposed wire on the power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.¿

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.